Event description:
It was reported by the customer that on (B)(6) 2010 the fiber broke due to the fiber cap breaking off at 5,150 joules. Also, it was reported that the fiber cap was not retrieved. No pt injury was reported. A device eval is pending.